Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. This emdr represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010, patient was diagnosed with ventral and umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1 ¿ ventral and device 2 ¿ umbilical). Per operative notes, ¿an incision was made over the ventral area in the upper abdomen midline. The hernia sac was dissected out. A small ventralex mesh (device 1) was placed into the abdomen and secured it with sutures. A semicircular incision was made around the umbilicus through skin and subcutaneous tissue. The hernia sac was dissected out. A ventralex mesh (device 2) was placed into the umbilical area and secured it with sutures.¿ (B)(6) 2017: patient was diagnosed with incisional hernia, thereby underwent open repair with explant of ventralex mesh (device 1 and device 2) and implant of one synthetic mesh. Per operative notes, ¿an incision was made into the abdominal cavity infraumbilical region. There was a small hernia in the epigastric region and a small hernia recurrent at the umbilicus which were both repaired with (device 1 and device 2) identified. All hernia sacs were dissected out. Previously placed meshes (device 1 and 2) were excised entirely. A synthetic mesh was placed into the abdominal wall and secured it with sutures.¿ (B)(6) 2019: patient was diagnosed with ventral hernia, adhesion, thereby underwent laparoscopic repair with implant of synthetic mesh.